Manufacturer narrative:
Investigation report attached is on retained samples by the manufacturer only and 2 unused samples returned by the customer..

Event description:
During hemodialysis, approximately 1 hour and 10 minutes into treatment, machine alarmed for blood leak, but nurse silenced the alarm several times. Blood leak test strip confirmed positive for blood leak. Patient did not encounter any symptoms when the leak occurred. No information was provided on the patient's history. During treatment patient received esa (erythropoiesis-stimulating agents) medication. Machine was pulled and switched with a new one. Dialyzer lot #24e0ge line lot #f1yh011, patient was able to complete their prescribed treatment. Dialysis settings are 4hr run time, qb at 400, tmp= 30 to 95, heparin at 1000u/1000u. Clinic stated that the same patient experienced another dialyzer leak 23 days later.

Event description:
During hemodialysis, approximately 1 hour and 10 minutes into treatment, machine alarmed for blood leak, but nurse silenced the alarm several times. Blood leak test strip confirmed positive for blood leak. Patient did not encounter any symptoms when the leak occurred. No information was provided on the patient's history. During treatment patient received esa (erythropoiesis-stimulating agents) medication. Machine was pulled and switched with a new one. Dialyzer lot #24e0ge line lot #f1yh011, patient was able to complete their prescribed treatment. Dialysis settings are 4hr run time, qb at 400, tmp= 30 to 95, heparin at 1000u/1000u. Clinic stated that the same patient experienced another dialyzer leak 23 days later.

Manufacturer narrative:
Pending response from the customer regarding sample availability, to return to the factory for investigation.